Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider (hcp) tried using a new ins and couldn¿t get the lead all the way to the end after opening the sterile package. The hcp tried putting on the old ins and that went on fine. The hcp tried the new ins another time and the screw area came loose, and a small plastic piece came off. A new ins was opened for the patient, and it worked fine. The issue was reported to be resolved, and the patient was alive with no injury. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed a procedural nonconformance of the setscrew had been backed out too far. If information is provided in the future, a supplemental report will be issued.